Event description:
The reporter contacted animas on (B)(6) 2013 reporting that cartridge in the pump was leaking last night. The reporter stated that the patient opened the cartridge compartment and it was wet. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.